Manufacturer narrative:
Per the hp, the sample was discarded.

Event description:
A customer contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1 of 3. Per the initial report, the patient was requesting assistance with ending therapy. The home patient (hp) stated that the patient line became disconnected and fell on floor. The hp had already cycled power off and was going to end therapy, but the hp was stuck in fill 1 of 3. The hp was unable to open the cassette door and was aware that she needed to start over with new supplies. Gts had the hp press stop, then the down arrow and then pressed enter to end therapy; the hp was then able to end therapy. The hc unit was operational. No injury or medical intervention was reported. Product surveillance contacted the hp in 2009 and they stated that they noticed that there was a separation between the transfer set and the patient line after they connected and went to bed. The hp stated that once she was in bed; she realized that the transfer set was dangling and the patient line fell to the floor. The hp stated that they capped off the transfer set and was able to start over with new supplies. The hp stated that they contacted the nurse who instructed her to clean the transfer set and make sure that there was no air that went in by having the hp flush the lines; there was no cloudy solution and the hp did not have an infection. The hp stated that the patient line may have disconnected from the transfer set because she probably did not make a secure enough connection. The hp stated that other than that, she's doing fine with therapy and there have not been any complications.